Event description:
(B)(4) switched out rms flow rate tubing and replaced it with a generic tubing set manufactured by emed medical technologies that is not approved for use with the freedom60 syringe infusion pump. This change caused harm to the pt by creating severe site reactions including lumps and blisters.